Event description:
Customer reportedly obtained results of 263 mg/dl on the advantage system and 77 mg/dl on a professional device within 10 minutes. Customer drank juice due to symptoms and 77 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.